Event description:
Rptr stated that when the pt was born the dr used this device in the delivery. Rptr stated that the dr placed the vacuum extractor on the pt and pumped up the pressure. After the head and shoulders were delivered the dr pumped up even more pressure. As a result, rptr stated that pt developed intracranial hemorrhage, intracranial pressure, seizures and has to take several medications such as phenobarbitol. The pt has had to undergo evaluations and treatment from another physician. The rptr also stated that at the time of birth, the pt had extreme swelling of the head and there was an incident after the birth where they turned blue during feeding and had to be placed on oxygen. Not too long after this, the pt started having seizures and the intracranial hemorrhage was discovered after numerous evaluations by different drs. The rptr felt that the vacuum extractor was used inappropriately by the physician. He felt that the pressure should have been released off the head at birth but the dr did not follow the instructions properly in the use of the device. As a result, rptr stated that the pt has suffered an abnormal growth and now functions 18 mos younger than they are. The pt does not move about and function as other chldren their age would normally do.